Manufacturer narrative:
Visual analysis was performed on the return device. The reported frayed and separated suture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided and return device analysis, it is likely that an interaction of the device with patient anatomy where the suture got pushed over the posterior side of the guide tube edge as it tract during deployment or suture snag contributed to the frayed suture. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device related to an interventional procedure. Reportedly, the suture was frayed. The suture was intentionally cut and removed. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.